Event description:
The tube was inserted into the pt and they think it twisted, the tube flipped upward. The pt was in severe distress but it was not noticed for a couple days that the flange wings were downward.